Manufacturer narrative:
(B)(4). D4, h4: f&p have requested for complete device identification information from the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt964 optiflow + duet asymmetrical nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that an opt964 optiflow + duet asymmetrical nasal cannula was found damaged during use. The healthcare facility reported that the subject opt964 optiflow + duet asymmetrical nasal cannula was broken by the patient. The healthcare facility reported that the patient was placed on a non-rebreather mask. The subject device was then replaced. F&p have requested for further information, including the sequence of events, patient conditions and subject device details.